Event description:
It was reported that during a laparoscopic myomectomy, the tissue pad of the lcsc5 was partially detached from the clamp arm and the tissue pad of the ace36j peeled away. The tissue pads were not completely detached off, so no pieces fell into the patient. An error 5 was displayed. Other devices were used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the clamp arm detached from the instrument not returned. The tube assembly where the clamp arm attaches was inspected and it was distorted, this occurred when the clamp arm was removed from the tube assembly. The tissue pad could not be inspected due to the clamp arm was not returned and I the tissue pad is embedded to clamp arm. The device was partially tested with a generator and the device performed as required during testing; though all testing could not be completed due to the condition of the returned device. Possible causes of the clamp arm detachment are not closing the trigger when sliding the torque wrench on and off; not closing the trigger when introducing or removing through the trocar; or possible entanglement in fibrous.